Manufacturer narrative:
Analysis of the implantable intrathecal catheter (B)(4) found an anomaly with the pin connector; the collet was prematurely locked in place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative. It was reported that one end of the collet of the catheter appeared to be defective. Prior to return to the manufacturer, the nurse tried to "reassemble" the end of the catheter that was not pre-attached. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving lioresal (2000 mcg/ml at 750 mcg/day) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the hcp attempted to aspirate through the catheter access port (cap), and was unable to get any fluid. The hcp discovered a problem when he tried to aspirate the catheter. The catheter was torn and leaking near the bi wing anchor. The pre attached collet was possibly broken. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The catheter was partially removed during a revision on (B)(6) 2018. The affected device was going to be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.